Manufacturer narrative:
The insulin pump was received with failed self test alarm during self test due to faulty connector on the remote frequency board. Device had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test and the meter was not communicating with the insulin pump. The customer found meter was turned on, the battery status was normal and he found multiple failed self test alarms in the alarm history. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.